Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the pump motor continuously ran without pressurizing. The unit had a piston migration of 1.54 inches. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The complaint was confirmed and the root cause has been associated with defective solenoid valve.

Event description:
It was reported that during a shoulder surgery the spider tenet would not lock. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.